Event description:
The physician performed a procedure through the common femoral artery using the axera device. The procedure went without incident, but soon after (it is unk how long) the pt presented with a pseudoaneurysm. It was treated with manual compression and resolved without further intervention. The pt was fine. It is unk if the pt was obese or what the condition of the artery was (i.e. Calcified or tortuous). An image of the groin was not obtained following access.

Manufacturer narrative:
Product was not returned; therefore, product failure analysis was not possible. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The physician did not obtain a fluoroscopic image of the groin access site and it was not possible to ascertain whether the access was in the correct location or too high which could have caused the pseudoaneurysm. The axera access system instruction for use (IFU), was reviewed. Based on available information, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unk as it cannot be definitively determined.